Event description:
In 2008, the lay user/patient contacted lifescan (lfs) alleging a power issue (does not turn on) with his onetouch ultra meter. The following info was obtained from the customer care advocate's documentation since the medical affairs specialist (mas) was unable to reach the pt for additional info. The pt tests 3x/day and takes insulin n to manage his diabetes. The power issue reportedly first began on four days earlier evening (unspecified time). After the meter stopped powering on, the pt continued taking his diabetes medications as usual ("20 units 2x/day insulin n, sliding scale"). He also developed symptoms (headache, sweating, and faint); however, it is unk if the onset of the reported symptoms occurred before or after his usual dose of insulin. On the next day morning, the pt treated himself with 2-6 units of insulin. It is unk if the pt was symptomatic at the time and why he took the insulin. No other tests were taken on another device nor were there any other medical intervention reported. The customer care advocate (cca) went through troubleshooting with the pt and noted that the battery was not replaced per the owner's manual. The power issue was unresolved since the pt did not have a replacement battery for troubleshooting. Replacement products were sent to the pt. Based on the provided info, this complaint is being reported because the pt reportedly developed symptoms suggestive of hypoglycemia after the power issue began.

Manufacturer narrative:
Lifescan has requested the return of the subject meter and strips for eval, but has not yet received them. If either the meter or strips are returned, lifescan will evaluate it/them and, if either the meter or strips do not pass inspection, lifescan will inform FDA of the results in a supplemental report.